Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was observed as a link separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/ link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d4: lot number and expiration date. H4: manufacturing date.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that bilateral suture placement was being performed in both groins with proglide devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, when attempting to pre-place a proglide in the calcified right common femoral artery (rcfa), a cuff miss [suture retrieval issue] occurred. The sutures of two new proglide devices were successfully pre-placed. Suture placement with two proglide devices in the left groin was successful. The sheath was upsized to a sheath greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.